Manufacturer narrative:
The sample was lithium heparin plasma that were centrifuged for 9 minutes at 1430 rpm. Qc was within the customer's established ranges during this event. A system check was performed on (B)(6) 2011 and met the specifications. The customer is not having issues with any other assay. All accutni samples with the results greater than 0.20 ng/ml are sent to a reference lab due to previous imprecision issues. Service was dispatched on (B)(4) 2011. The field service engineer (fse) cleaned up dried buffer in the wash wheel. The fse replaced the substrate valve and adjusted the pipettor alignment to the rv 3 steps. All verification testing met the specifications. Although hardware issues were addressed, a clear root cause for this event could not be determined.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to an troponin (accutni) result in the risk stratification range generated by access 2 immunoassay system for one patient's sample. The result was reported out of the laboratory. Repeat testing on an alternate method resulted in the normal reference range. The customer does not know if there was any change to patient treatment.